Event description:
The co service representative reported that the rental 3100a did not meet a performance specification. The low mean airway pressure (map) alarm was sounding when it shouldn't. The alarm setting was 10 cmh2o and the actual map was 20 cmh2o. There was no pt involvement at all.